Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed, during which a ballooning in the left cylinder was identified. The cylinder and the pump were removed and replaced according to the doctor's diagnosis. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinder was visually inspected, and it was noted that the outer tube was detached from the proximal end of its body. In addition, a hole in the proximal end of the cylinder, caused by a sharp instrument, was identified; therefore, a leakage test could not be performed. The outer tube could not be analyzed as it was not returned with the cylinder. The pump was microscopically inspected, leak and functionally tested. The component passed the leak and functional inspections. The pump tubing could not be analyzed as it was cut down to the pump block and not returned. Based on the information available and analysis results, the reported clinical observation of mechanical issue and cylinder bulge could not be confirmed; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed, during which a ballooning in the left cylinder was identified. The cylinder and the pump were removed and replaced according to the doctor's diagnosis. There were no patient complications reported.